Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found no physical damage on the device. Functional inspection reveals that the balloon was inflated without problem and was able to hold the pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned device did not identify any evidence of either the alleged issue or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, it was reported that balloon break right away. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, it was reported that balloon break right away. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst. There were no patient complications reported as a result of this event.